Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) not available. Device manufacturing date is unavailable. No part has been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside a procedure, the spine clamp was found to be damaged. The clamp appears to be missing the washer and is currently backing out all the way and not stopping, allowing the screw to come out of the clamp. There was no patient present when this issue was identified.